Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a mechanical valve. The physician reported the ring was sutured in but was not well shaped and the "molding effect" was poor with mild regurgitation. Therefore, the ring was explanted and replaced with a mechanical valve. No additional adverse patient effects were reported.